Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 2 additional implanted mitraclips. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of worsening mr and mitral valve injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage (perforated leaflet) appears to be related to patient morphology/pathology and likely due to the patient's thin leaflets. The implantation of the third clip reportedly put too much tension on the leaflet causing the perforation. The reported worsening mr was likely a secondary effect of the leaflet perforation as it was noted that the mr had increased to grade 4 after the perforation was identified. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet perforation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 2-3. The second clip was implanted, reducing the mr to 2. The third clip delivery system (cds 60926u144) was advanced to the mitral valve. The clip was deployed, reducing the mr to 1. After deployment, the anterior leaflet became perforated and the mr increased to 3-4 - 4. The patient was sent to mitral valve replacement surgery for treatment one hour after the procedure and is currently stable. No additional information was provided.